Event description:
It was reported that the patient with this right ventricular (rv) lead experienced seizures for three days, a lot of shocks and aborted shocks. The patient did not understand what was happening so went into the hospital. A code 1005 related to an open circuit condition was triggered. For the last shock the shock impedance was high, within range but there were some episodes without therapy. At this time the rv lead has been surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.